Manufacturer narrative:
Product event summary: manufacturer's analysis found that the main printed circuit board (pcb) of the device tested out-of-specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for a firmware update subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on the automated test console. Failed 0.4mv ventricular sensitivity sense. Powered up on the bench and tested sensing using sigma pace 1000 ventricular channel. With the epg at 0.4mv sensing the sigma pace measured sensing at 0.45mv. Ran the sigma pace 1000 0.4mv sensitivity sensing test on a known good unit with the same result of 0.45mv. Executed 0.4mv sensitivity sensing test on both units a second time with the same results. A result of 0.45mv is within the +/- 55% tolerance requirement. This test was repeated at 2mv, 1mv, 0.8mv and 0.6mv with identical results of 2mv, 1mv, 0.8mv, and 0.6mv for both units. No logging data was available. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.